Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg 600 mg/dl) and ketones were present. Insulin injections were administered to address elevated bg. A pump system check was performed with tandem technical support and no device issue was identified; however, the customer alleged that the pump was not delivering insulin. The customer continued to use the pump for insulin therapy along with insulin injections.